Event description:
Information received from a consumer patient receiving fentanyl, clonidine, and baclofen via an implanted pump. Indication for use was noted a non-malignant pain. The patient said they had something go wrong with their pump in (B)(6) 2016. The patient reported that the pump started to over infuse and they wound up in the hospital, "leaving him hallucinating for 7 days." The patient stated that it "over-infused and went crazy and then the pump went empty." The physician filled the pump in the hospital. The pump was replaced in (B)(6) 2016. It was noted that the event has happened twice in the past.

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (400 mcg/ml; 207.82 mcg/day), fentanyl intrathecal (25 mg/ml; 12.989 mg/day), and clonidine intrathecal (1.7 mg/ml; 0.8832 mg/day). The patient's indication for use was spinal pain. The patient's pump was "running weird," so the healthcare provider was going to replace the pump. The pump was not putting out the medication correctly. A volume discrepancy occurred where the actual volume was 6 ml and the expected volume was 1.3 or 1.7 ml. There had not been past discrepancies, except for a discrepancy at the last refill ((B)(6) 2016). The patient's pump replacement surgery was scheduled for (B)(6) 2016. Information was also received from a healthcare provider, who indicated that the patient was going to have an MRI (unrelated to a problem with the device or therapy). The MRI was being performed of the brain because the patient had experienced one year of vague headaches, dizziness, and balance issues. It was unknown if the symptoms were related to the device or therapy. Information regarding the patient's pertinent medical history, additional medications taken at the time of the event, cause of the issues, troubleshooting/interventions taken, and outcome/resolution of the event was not provided. Additional information has been requested, but it was not available at the time of this report. Should any follow-up information be received, it will be submitted in the form of a supplemental report.

Event description:
Information received from a consumer patient receiving fentanyl, clonidine, and baclofen via an implanted pump. Indication for use was noted a non-malignant pain. The patient said they had something go wrong with their pump in (B)(6) 2016. The patient reported that the pump started to over infuse and they wound up in the hospital, "leaving him hallucinating for 7 days." The patient stated that it "over-infused and went crazy and then the pump went empty." The physician filled the pump in the hospital. The pump was replaced in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.